Event description:
Additional information received reported that the patient was experiencing pain around the implantable neurostimulator (ins) again in the bottom right corner. The patient noticed the pain the day prior and two times again the day of the report. One time the patient was noting the other two were when the patient was sitting. The patient had adaptive stimulation. The ins was implanted on the right side buttock. Within the past two days the pain had occurred when stimulation was on, however, it also occurred when stimulation was off in the past. The engineers did come to check the device in (B)(6) 2013 but nothing seemed to come of that. The manufacturer representative (rep) was uncertain of what they did at that time. The patient had an incident in (B)(6). Therapy was fine and they used it during the day. The last interrogation the patient noted they didn¿t want the rep to change anything. At that point, the healthcare provider (hcp) was inquiring if it was worth having h engineers come down again. The hcp noted that the patient had intermittent shocking at the implanted ins. The hcp did not know what was meant by shocking. The patient had just complained of a sharp pain by the ins. The hcp knew that the patient had seen the manufacturer representative but had not seen the hcp since (B)(6).

Event description:
Additional information received reported the manufacturer representative (rep) got a call from the patient that afternoon, and the patient had three episodes. After testing was done, it was found that there were some electrodes out of range, and a range of 50 to 10000 ohms was noted when tested at an amplitude of 0.70 volts. Electrodes 0 and 3 had less than 50 ohms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a sharp pain around or near the battery pocket when the device was on or off. The pain lasted for 2 hours the first time. There was no interruption in therapy and her therapy was not affected. Impedances were tested and a physician exam was done by the physician with no incident. There was no issue found with the stimulator. It was unknown if there were any actions were required. The patient¿s status was unknown at the time of the report. Additional information received reported that there was intermittent shocking at the implantable neurostimulator (ins). Actions taken to resolve the issue was observation. The cause of the event was not determined. The cause was likely device related. The patient outcome was unknown observation. Further information regarding the event was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Device analysis for ins nks716044h revealed no significant anomaly. It was functionally okay.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# lb5432, implanted: (B)(6) 2003, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The company representative followed up with the patient's physician and patient. The patient stated that she has not experienced the discomfort since explant and was recovering. The physician saw the patient post explant and was satisfied with her recovery and progress.

Event description:
Additional information received reported the pain the patient felt occurred only when the device was on. The pain felt like strong burning. The pain could no longer be resolved by pressing on the implantable neurostimulator (ins) when it occurred.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported pain at the implantable neurostimulator (ins) pocket. There was pain at the pocket site even when the implant was turned off. It hadn't been on since and the patient was still having pain there. When the implant was on, the patient felt stimulation in the correct location. The patient had been assessed for an infection and it didn't come up with anything. The patient had been quiet until the month prior with no issues since their last revision. They would suggest but found it hard to see any of the micro wires broken without the total wire being broken, which they knew wasn't the case. The patient shut off the system at 8 in the morning and pain was still here at 3 in the afternoon. There was no difference. The position didn't affect the pain. Pushing on it made it worse.

Manufacturer narrative:
(B)(4).

Event description:
The patient had the device explanted on (B)(6) 2015 because she couldn¿t tolerate the reoccurring pain she had in the right bottom corner of the ins pocket. X-rays were taken with no apparent breaks but the patient was still feeling discomfort. The has a surgical consult with a surgeon for replacing the ins on (B)(6). The pain the patient was having started out only when stimulation was turned on but then started occurring when stimulation was turned off. The ins will be returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the last time she felt this stinging sensation she needed to have her ins replaced. The patient states that the recharger antenna did not appear warm. The patient also mentioned at the time of the replacement surgery, the hcp decided to replace the leads because the leads "were old." The patient also mentioned having the ins removed in early (B)(6) 2015 or end of (B)(6) 2015, prior to getting another ins placed on (B)(6) 2015. The patient mentioned that "they never found anything wrong with that device after it was removed." No further complications were reported.